Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the meter allegedly displays the error message of "warning, no test for the last 15 min." The issue was not resolved with troubleshooting.

Manufacturer narrative:
No product is expected to be returned.